Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Facility rep is stating that the back upholstery is breaking away from the back canes of the reclining chair.